Event description:
It was reported that pump malfunction occurred after pump likely became wet during heavy rain while patient was walking. There was no reported adverse impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup insulin therapy, received instructions on placing pump into storage mode, and was informed about entering pump settings and reconnecting continuous glucose monitor to replacement pump; technical support confirmed shipping details, arranged pump replacement.